Event description:
Customer reports panorama central station is rebooting continuously, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included clearing the error logs and then resetting the computer with no change in issue or continuous rebooting. Ordered and replaced central computer with loaner. Safety tested all areas affecting to factory specifications.